Event description:
A healthcare professional reported that during a surgery a system message was displayed because of a leaking phaco cassette. The surgeon made the cassette as dry as possible and continued with the procedure. The surgery was delayed about twenty minutes. Additional info has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested but not received to date. (B)(4).